Event description:
It was reported that the tip of the small pointer had broken off during testing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that the tip of the small pointer had broken off during testing by the sales representative. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device has not been returned for evaluation at this time.

Event description:
It was reported that the tip of the small pointer had broken off during testing by the sales representative. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, and device handling was determined to be a potential root cause of the reported event. The device was not returned to the healthcare facility, as it was not repairable.